Event description:
Legal counsel for the patient reported that patient underwent left hip arthroplasty on (B)(6) 2010. Patient¿s legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, elevated metal ions and damage to surrounding bone and tissue. A review of invoice history confirms that a hip resurfacing procedure was performed on (B)(6) 2010. Invoice history also confirms the femoral resurfacing head was removed and replaced during the revision procedure on (B)(6) 2013. Additional information received in patient medical records indicate patient is bi-lateral with a right hip arthroplasty performed on (B)(6) 2010 with no reported revision. The patient¿s operative report for the left hip revision on (B)(6) 2013 noted an area consistent with pseudotumor-type appearance. Additional information received in patient medical records noted that on (B)(6) 2013 patient¿s joint fluid was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that patient underwent left hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, elevated metal ions and damage to surrounding bone and tissue. A review of invoice history confirms that a hip resurfacing procedure was performed on (B)(6) 2010. Invoice history also confirms the femoral resurfacing head was removed and replaced during the revision procedure on (B)(6) 2013. Additional information received in patient medical records indicate patient is bi-lateral with a right hip arthroplasty performed on (B)(6) 2010 with no reported revision. The patient's operative report for the left hip revision on (B)(6) 2013 noted an area consistent with pseudotumor-type appearance. Additional information received in patient medical records noted that on (B)(6) 2013 patient's joint fluid was tested. Additional information received noted patient underwent a right hip revision procedure on (B)(6) 2014 allegedly due to pain and adverse reaction to metal debris causing aseptic lymphocyte dominated vasculitis-associated lesions (alval) reaction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-01731, 05374 / 05375).